Manufacturer narrative:
Testing could not duplicate the stated complaint. Inspection of all components did not reveal any corrosion or wear that could have caused the above complaint. Bur damaged to the point where it could not be recognized or identified.

Event description:
Drill vibrates too high. It keeps breaking the tips during use.